Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that two cartridges from the same box leaked during use despite the user confirming they did not overfill and that the cartridge was inserted into the ilet before connecting tubing; blood glucose at the time was 176 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included collection of the available leaking cartridge for evaluation and replacement cartridges were provided. Investigation of this case revealed a suspected cartridge integrity or sealing issue associated with the cartridge component, with one leaking unit retained and one discarded, pending further analysis. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the cartridge.